Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing, chamber, and device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
(B)(4) / MDR 2518422-2022-101189 is the original report associated with this device. A duplicate report has been submitted for this device under (B)(4) / MDR 2518422-2022-101278. This follow-up report is being filed for awareness of this duplicate report. A correction report, MDR 2518422-2022-101278-1, has been filed for awareness about the duplicate report.